Manufacturer narrative:
Investigation description: complaint confirmed. When placed on a charge pad, the device would display the blue ring icon (bootloader) but would not progress further. When taken off the charge pad, the device immediately powered off. When opened, the battery was found to be partially unplugged. Additionally, the vibration motor was found in the same state. Both connectors were pressed down to fully seat them and the device powered on without further issue. The two cables were likely not pressed in fully at the time of manufacturing and backed out over time from impacts and vibrations.

Event description:
It was reported that the pump displayed a blue lock icon and would not power on, and the ilet mobile app showed an error that prevented viewing blood glucose data; force restart and firmware update attempts were unsuccessful, and the user was advised to continue charging and reattempt operation. Symptoms included no reported clinical effects. Outcomes included no impact on daily activities beyond device unavailability. Investigation included technical support troubleshooting and user guidance for charging and restart. Investigation of this case revealed that the device remained unresponsive despite app-based interventions, consistent with a potential device lock or power issue. It was concluded that the event involved a device malfunction related to power or user interface lock, with no patient injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.